Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The lesion was located in the left anterior descending (lad) coronary artery. "There was already a stent in the artery, so dr thinks the balloon may have caught on the stent and burst on entry." No pt injuries or complications were reported. Pt status is listed as "okay."

Manufacturer narrative:
The product has not been received as of the date of this report. Should further relevant info become available, a supplemental MDR will be filed.